Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-15046. It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp was repositioned due to high capture threshold and inadequate r-wave amplitudes. The patient had gone into cardiac arrest and it was elected to abandon the procedure. Cardiac perforation resulting in pericardial effusion and cardiac tamponade occurred. The patient had deceased upon experiencing a second instance of cardiac arrest during recovery.